Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that last thursday patient had some kind of relapse where patient could barely walk which got worse on friday and saturday. On saturday, patient wanted to increase so they used the patient programmer (pp) and it was flashing off. Patient stated they put the pp on the table 2 feet from her, she reached over and touched the on/off button and got a shock of her life through the whole body, patient was just shaking. Patient stated it lasted a couple of hours but patient gradually stopped feeling that way and calmed down and when patient used the pp to check it, it said on/ok. Patient stated since then she has been walking and feeling better. It was stated that patient never turns stimulation off and did not have any falls or traumas and no other medical tests or procedures. During the call, patient used the pp to check the implantable neurostimulator (ins) and the ins battery level was at 75%. Patient stated she had recharged the previous day, she normally recharges a couple of times a week but did not recharge on thursday, friday or saturday. Patient does not remember if she misses a recharge last week. It was reviewed for the patient that if therapy had been turned off and then turned back on, some patients may notice the feeling of therapy taking effect , however it is best to let the health care provider (hcp) know this happened and have it checked it out. Additional information was received stating that when the patient hit the on/off button on the programmer one time while sitting on the table beside them, they got the shock.